Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After a right-sided atrial flutter and atrial fibrillation ablation procedure with an unknown catheter (most likely a qdot micro bwi catheter since an ngen generator was used), the patient experienced blood pressure decrease, increased heart rate and confirmed pericardial effusion. The effusion was treated with pericardiocentesis. The patient is currently stable and under observation in the ICU by the surgical team. The effusion had been confirmed on the ge s70 ultrasound machine with a reprocessed sterilmed soundstar catheter. Pericardiocentesis was provided, and they were unsure how much blood was drained. They heard before leaving the room that the patient will undergo a "window". The products in the body at the time were a reprocessed sterilmed soundstar catheter and a webster cs catheter, carto 3 system, ngen generator. The information received indicated that the physician¿s opinion on the cause of this adverse event was that the effusion occurred congruent with trying to go transeptal. The outcome of the adverse event was that the patient has improved and is in the ICU. The patient required extended hospitalization. Three transseptal puncture sites were performed during the procedure. 20 rf (radiofrequency) ablations were performed on the cti (cavotricuspid isthmus) and outside the pulmonary veins. No ablations were performed within the pulmonary veins.

Manufacturer narrative:
On 6-apr-2026, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).